Manufacturer narrative:
(B)(4). Date sent: 12/16/2020. H6: component code = g07. Investigation summary: four photo images along with the reload were returned for evaluation. Upon visual inspection of four photos, the following was observed: from 1 to 3 photos show a staple line on the tissue and some staples can be seen missing on the staple line. The 4th photo shows a blue reload from deck area and it was noted fully fired. The analysis results found that the gst60b reload was noted with damage to the right proximal retention hook. The retaining hook for this reload can disengage from the cartridge body during shipping and handling. The deformation of the hook on the pan is consistent with installing the pan in the instrument channel with the hook disengaged from the cartridge body. A dislodged double driver was observed at the distal end of the cartridge trapped between the cartridge pan and the sled of the reload. The pan was removed, and it was observed that the dislodged driver was broken into two pieces. This most likely occurred when the sled pushed the driver into contact with the edge of the pan slot. The two staples for the dislodged driver remained in the cartridge after firing. All other drivers were present and there were no additional staples found in the reload after firing. No other damage to the reload was observed.

Manufacturer narrative:
(B)(4). Batch #unk. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, after firing the stapler, on the patient side of the staple line some staples did not deploy and appeared to be missing. This was on the sixth firing. A leak test was done and no leak was found. Ethicon buttressing was in use when this occurred. There were no patient consequences.